Manufacturer narrative:
Other, other text: b3: date of event is unknown; g5: 510k is unknown; d4: UDI number is unknown, one device was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be in good condition. The device?s event history log was reviewed for evidence of the reported problem, found ?high-pressure? Alarm in the log. Functional testing was conducted. Upon review, it was revealed the reported problem was unable to be duplicated. The occlusion detection level of the downstream occlusion sensor was with the standard. It is possible the downstream sensor or the cassette product was defective. As a preventative measure the downstream sensor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device exhibited a high voltage alarm. Patient involvement is unknown.